Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away..." The head partially came off the trunnion because of the wear.

Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. The event was confirmed via review of the provided photograph. Method & results: product evaluation and results: the device was not returned for inspection; however. A photograph was provided. The photograph shows a recently explanted liner with signs of wear. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away..." The device was not returned for inspection; however. A photograph was provided. The photograph shows a recently explanted liner with signs of wear. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient started complaining a few months ago about her hip feeling abnormal. X-rays revealed a problem with the femoral head and neck combination...the trunnion was worn off...the liner was basically worn away..." The head partially came off the trunnion because of the wear.